Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump had a blank display due to a new battery and damaged battery cap. The blood glucose reading was not provided. The customer was sent a new battery cap.